Manufacturer narrative:
This supplemental report is being submitted to update the conclusion code and because upon completion of investigation and review of the complaint file, this complaint was determined to be not reportable as there was no product malfunction and the issue was caused by user error.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual investigation, it was found an acoustic array delamination on the stack face. The transducer test was performed and it was found an 8t element weak corresponding to the bent area on the stack face. Based on the investigation results, this complaint is caused by stack damage by user mishandling. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the catheter failed to image when it was connected to the ultrasound system. The patient was already under anesthesia for a scheduled atrial fibrillation (afib) ablation procedure. The swift link was replaced; however, the issue remained. The user replaced the catheter to continue and complete the procedure. There was a delay of 10-15 minutes while the catheter was obtained. There was no patient adverse event reported. No additional information was provided.